Manufacturer narrative:
The displacement test was unable to be conducted due to completely detached end cap. There were minor scratches on lcd window and cracked reservoir tube noted. Cracked lcd window, cracked case at display window corners, half-broken off reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the right side of the pump came completely off when trying to refill the tubing. The customer states they are holding it together with tape. The customer's blood glucose level at the time of the incident was unknown. The customer also states there are cracks on the device and scratches on the screen. The customer was advised that the device would be replaced and returned for analysis.